Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-may-16: information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant felt smaller or about 3 inches and the issue began over time or a year later after implant. Patient stated the implant used to be 5 or 6 inches but now it felt like the implant shrunk. Patient also had leukemia a little over 2 years now and and the leukemia was considered to start in the spine where the implant was. The current went into the nerves of their spine and the patient's metabolism changed that caused them to have leukemia. Patient had a spinal tap in the back to check their bone marrow. Agent reviewed information/adverse events. Agent redirected patient to their hcp to address the issue. 2024-jun-13: additional information was received from a healthcare professional (hcp). The nurse stated they have not seen the patient in three years but they did call in to make an appointment for regarding their concern with the device and the leukemia. Nurse stated there should be a manufacturer representative (rep) there at the appointment. X-rays have been ordered for the patient as well.